Manufacturer narrative:
Brand name: animas insulin cartridge. Catalog #: 100-124-01. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter, the patient's mother, reported the patient had obtained several "elevated" blood glucose readings after she had noted leaking insulin and the pump smelled of insulin. The patient's physician requested the insulin pump be replaced. The patient did not report any symptoms of high or low blood glucose levels and did not report seeking any medical attention or treatment. The pump was not available at the time of the call, therefore no troubleshooting could be done. No information was provided concerning the patient's symptoms or treatment. As the patient reported several high blood glucose readings after noting a leaking cartridge in the pump, and as the physician requested the pump be replaced, this complaint is being reported.